Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 626398) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, grand multiparity, retroverted uterus, uterine enlargement, endometriotic cyst, pelvic fibrosis and cancer antigen 125 increased. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery ((B)(6) 2011 {hysteroscopy (partial),oophorectomy (unilateral), total laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, menorrhagia, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: she had received treatment for pain,bleeding,other injury. Tubal ligation. Discrepancy noted in date of insertion (B)(6) 2008. Discrepancy noted in date of removal (B)(6) 2013. Both sides no remaining coils protruding into the uterine cavity after insertion (B)(6) 2013: operation: 1. Examination under anesthesia. 2. Total laparoscopic hysterectomy. 3. Left salpingo-oophorectomy. 4. Right ovarian cystectomy. 5. Extensive adhesiolysis x 60 minutes 6. Left-sided ureterolysis secondary to extensive retroperitoneal fibrosis diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2003: result not available. Lot number: 626398 manufacturing date: 2007/12 expiration date: 2009/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 626398) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, grand multiparity, retroverted uterus, uterine enlargement, endometriotic cyst, pelvic fibrosis and cancer antigen 125 increased. On (B)(6)2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery ((B)(6)2011 {hysteroscopy (partial),oophorectomy (unilateral), total laparoscopic hysterectomy). Essure (ess205) was removed on (B)(6)2011. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, menorrhagia, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: she had received treatment for pain,bleeding,other injury. Tubal ligation. Discrepancy noted in date of insertion (B)(6)2008. Discrepancy noted in date of removal (B)(6)2013. Both sides no remaining coils protruding into the uterine cavity after insertion (B)(6)2013: operation: examination under anesthesia. Total laparoscopic hysterectomy. Left salpingo-oophorectomy. Right ovarian cystectomy. Extensive adhesiolysis x 60 minutes. Left-sided ureterolysis secondary to extensive retroperitoneal fibrosis. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2003: result not available. Most recent follow-up information incorporated above includes: on 2-oct-2020: medical record received : lot number, reporter information and medical history added. Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery ((B)(6) 2011 {hysteroscopy (partial),oophorectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, menorrhagia, fatigue and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, fatigue, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: she had received treatment for pain, bleeding, other injury. Tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2003: result not available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: case became incident. Patient date of birth added. Reporter details updated. Event injury nos has been updated and new event ¿dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia, fatigue, hair loss. Product stop date added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.